Event description:
It was reported that in this inflatable penile prosthesis (ipp) the pump was not performing as expected due to it was broken. The pump was replaced with a new one. There were no patient complications reported.